Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level (522 mg/dl). In the ICU, the customer was treated with intravenous saline and insulin. Then customer was released from the ICU the same day with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.